Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that the initial report was inadvertently submitted with the incorrect mfg. Date. The correct date should be 10/13/2021.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be a programming error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump had a pca dose problem. The patient passed out of twice after using the pca dose. This occurred within 30 minutes of using the dose. Patient did not sustain any injuries and is staying at an assisted living facility. Majority of pain is in her calf. Res vol is 90.3 ml. Patient has approx. 15 hrs. Remaining at a continuous rate of 6 ml/hr. Pca dose is 5 ml.. No patient injury. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.